Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having difficulty calibrating his sensor. Customer also reported receiving large differences between sensor glucose and blood glucose readings. The customer stated that two years prior to the call, he went to the emergency room due to a low blood glucose level. Customer reported that the low was due to him forgetting to suspend the insulin pump. No products are being replaced or returned for analysis.